Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right contraceptive device is in fragmented essure contraceptive device. Left contraceptive device and left fallopian tube is a fragmented fallopian tube') in a 26-year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, anxiety, depression, headache, migraine, recurrent abortion, labour premature, cramp in lower abdomen, multigravida, parity 3, missed abortion, paratubal cyst and pelvic pain female. Previously administered products included for birth control: lo-ovral from (B)(6) 2011 to 2012, nuva ring from (B)(6) 2011 to (B)(6) 2011 and mirena iud from (B)(6) 2011 to (B)(6) 2011; for nausea: prenatal vitamins; for an unreported indication: vicoden. Concurrent conditions included obesity and drug hypersensitivity. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain, lower stomach pain") and back pain ("back pain"). In 2014, the patient experienced alopecia ("hair loss. Due to loosing so much"), nausea ("nausea"), urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial face vaginosis") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth fracture ("dental problems: teeth are breaking apart , teeth crumble") and skin exfoliation ("skin is now flaking on my face, flaky skin on my face"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions"), menometrorrhagia ("menometrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("belly button area pain"), headache ("headache "), epistaxis ("nose bleeds"), menstrual disorder ("period messed up"), swelling ("swelling"), cardiac discomfort ("heart feels like it is coming out"), visual impairment ("change in vision ") and asthenia ("no energy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (diagnostic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, hypersensitivity, tooth fracture, fatigue, alopecia, nausea, rash, weight increased, weight decreased, menometrorrhagia, cystitis, skin exfoliation, bacterial vaginosis, abdominal pain lower, back pain, abdominal pain, headache, epistaxis, menstrual disorder, swelling, cardiac discomfort, visual impairment and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, back pain, bacterial vaginosis, cardiac discomfort, cystitis, device breakage, dyspareunia, epistaxis, fatigue, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstrual disorder, nausea, pelvic pain, rash, skin exfoliation, swelling, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight 180 lbs. Left ostia trailing coils-3. Left ostia trailing coils-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Lot number: a69940 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jan-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('right contraceptive device is in fragmented essure contraceptive device. Left contraceptive device and left fallopian tube is a fragmented fallopian tube') in a (B)(6) year-old female patient who had essure (batch no. A69940) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included high cholesterol, anxiety, depression, headache, migraine, recurrent abortion, labour premature, cramp in lower abdomen, multigravida, parity 3, missed abortion, paratubal cyst and pelvic pain female. Previously administered products included for birth control: lo-ovral from (B)(6) 2011 to 2012, nuva ring from (B)(6) 2011 to (B)(6) 2011 and mirena iud from (B)(6) 2011 to (B)(6) 2011; for nausea: prenatal vitamins; for an unreported indication: vicoden. Concurrent conditions included obesity and drug hypersensitivity. Concomitant products included medroxyprogesterone acetate (depo provera) (B)(6) 2011 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal pain lower ("lower abdominal pain, lower stomach pain") and back pain ("back pain"). In 2014, the patient experienced alopecia ("hair loss due to loosing so much"), nausea ("nausea"), urinary tract infection ("urinary tract infection") and bacterial vaginosis ("bacterial face vaginosis") and was found to have weight increased ("weight gain"). In 2015, the patient experienced tooth fracture ("dental problems: teeth are breaking apart , teeth crumbal") and skin exfoliation ("skin is now flaking on my face, flakey skin on my face"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("allergic or hypersensitivity reaction"), rash ("rashes or skin conditions"), menometrorrhagia ("menometrorrhagia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") with vaginal discharge, abdominal pain ("belly button area pain"), headache ("headache "), epistaxis ("nose bleeds"), menstrual disorder ("period messed up"), swelling ("swelling"), cardiac discomfort ("heart feels like it is coming out"), visual impairment ("change in vision ") and asthenia ("no energy") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (diagnostic hysterectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, hypersensitivity, tooth fracture, fatigue, alopecia, nausea, rash, weight increased, weight decreased, menometrorrhagia, cystitis, skin exfoliation, bacterial vaginosis, abdominal pain lower, back pain, abdominal pain, headache, epistaxis, menstrual disorder, swelling, cardiac discomfort, visual impairment and asthenia outcome was unknown, the vaginal haemorrhage, menorrhagia and dyspareunia had not resolved and the urinary tract infection and vaginal infection had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, asthenia, back pain, bacterial vaginosis, cardiac discomfort, cystitis, device breakage, dyspareunia, epistaxis, fatigue, headache, hypersensitivity, menometrorrhagia, menorrhagia, menstrual disorder, nausea, pelvic pain, rash, skin exfoliation, swelling, tooth fracture, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Left ostia trailing coils-3, left ostia trailing coils-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: mr received: case category upgraded to serious incident. Event: 'right contraceptive device is in fragmented essure contraceptive device. Left contraceptive device and left fallopian tube is a fragmented fallopian tube', medical history, removal date, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.